Event description:
It was reported that a patient with an implanted pacing system complained of chest and shoulder pain. The pacemaker and leads were removed and not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) no anomalies found. (B)(4) no anomalies found; partial lead in segments returned and analyzed. Blood/body fluid present on all conductors, white substance found on the outer insulation, and the lead found stretched; apparent explant damage. (B)(4) no anomalies found; partial lead in segments returned and analyzed. Blood/body fluid present on all conductors, outer insulation breached cut, and the lead found stretched; apparent explant damage.